Event description:
It has been reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic module issue. It is unknown under which circumstance this event occurred. However, there was no patient involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) inspected the iabp and confirmed that the reported event could not be reproduced as the fiber-optic module tested okay. Upon further inspection, the fse found that the safety disk and batteries were expired; therefore, those parts were replaced. The iabp was also received a 5000 hours kit. The fse then completed a full preventive maintenance (pm ) with calibration per manufacturer specifications. The iabp passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
It has been reported that the cs300 intra-aortic balloon pump (iabp) had a fiber optic module issue. There was no patient involvement or adverse event reported.